Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and polymorphic ventricle tachycardia. The implantable cardioverter defibrillator was programmed to monitor only zone for the polymorphic ventricle tachycardia. Programming changes were made on the device to include polymorphic ventricle tachycardias. Patient was stable.